Event description:
This is a spontaneous case report received from a medical doctor in united states on 02-feb-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. Physician stated that had to remove 2 essures within the last two months (this case refers to the second patient). No additional information was provided. Follow-up information received on 11-feb-2016 from medical assistant: no new clinical information: follow-up received on 19-feb-2016: patient date of birth and initials were provided. This case refers to female patient who was (B)(6) at time of placement. Essure insertion was performed on (B)(6) 2015, lot number unknown, in the ER (emergency room), not in the office. It was reported that the doctor was removing essure on (B)(6) 2016 due to pelvic pain. Therefore the event previously reported had to remove 2 essures within the last two months (patient 2) was replaced for pelvic pain. Follow-up received on 24-mar-2016: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Company causality comment: this spontaneous medically confirmed case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and had to have it removed (11 months after its placement) due to pelvic pain. This event is serious due to medical significance and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Physician stated that had to remove essure due to pelvic pain. Given the nature of the reported event, causality with essure cannot be excluded. This case was regarded as incident since a device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.